Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device), post procedure was confirmed. Possible contributing factors to the thrombus formation can include patient factors (anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors. Nevertheless, a definitive root cause cannot be established. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in canada, edwards received notification of a 44mm evoque procedure. It was reported that on post-operative day (pod) 2, a CT scan was performed which confirmed a moderate to severe central leak with mean gradient of 3 mmhg and a thrombus. Apixaban therapy was initiated on the night of the procedure and on pod2, heparin infusion was initiated. The patient maintained mild triscuspid regurgitation with a mean gradient of 3mmhg from pod7 through pod10, when there was a mean gradient increase to 6 mmhg. Subsequently, on pod14, the patient underwent a transcatheter valve repair (pascal) procedure for severe mitral regurgitation. The patient was expected to bridge to warfarin after the repair procedure and the patient remained in stable condition.